Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) due to unidentified infusion set issues. Pain was reported at the infusion set site. Customer information and additional information regarding the event was not provided. The type of infusion set was not provided.